Manufacturer narrative:
Concomitant medical products: product ID: 3093-3,3 lot#: va06msu, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 01-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that since a week or two ago the patient¿s lead wires have come out and are sticking out of their stomach. It was stated that ¿little itty bitty pieces are sticking out of their abdomen¿ and causing a scab. The patient noticed and tried to use a tweezer on them and stated, ¿it clicked¿ when touched with the tweezer and it is sore. It was noted that the patient¿s healthcare provider had moved so they were sent a list of local healthcare providers who work with the implant. No further patient complications are anticipated or expected as a result of this event.